Manufacturer narrative:
(B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent an ultrasound to diagnose the cause of uterine bleeding on (B)(6) 2013, which revealed a uterine fibroid that was impinging on the endometrial cavity, and a submucous fibroid. It was reported that the patient underwent an endometrial ablation on (B)(6) 2013, and the patient continued to experience bleeding. On (B)(6) 2014, the patient underwent a laparoscopic supracervical hysterectomy and a morcellator was used. It was reported that the pathology of the fibroid tumors revealed leiomyosarcoma. On (B)(6) 2014, the patient underwent a cytoreductive surgery with perioperative and intraperitoneal chemotherapy. It was further reported that the patient began six cycles of chemotherapy on (B)(6) 2014. The patient underwent an abdominal wall hernia repair, reportedly the results of the chemotherapy. The patient currently continues to receive treatment. No additional information was provided.